Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient record was not found in the carefusion coordination engine. A technical support engineer confirmed with the customer that the patient needed to be admitted first, and proceeded to close this case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es patient appears in the carefusion coordination engine but not in the pyxis enterprise server. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.